Manufacturer narrative:
Development of irritation due to the adhesive patches at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
A user reported skin irritation associated with adhesive patches. The patches were initially described as clear but later clarified as white, and symptoms first appeared on (B)(6) 2026. The irritation presented as redness resembling a rash in the shape of the patch. The adhesive products were within their expiration dates, and no additional bandages or tegaderm were used. The user has a history of sensitive skin and reported applying lotions or creams to the affected area. The healthcare provider was informed and recommended benadryl cream. Sensor removal was not required, and the user continues to use the system.